Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra - aortic ballon pump helium is not going into the unit.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Correction field: h6(component codes).

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, componant code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was able to free up the power cord and tested good. Fse also found that the fiber optic connector was broken out and required replacement. He installed a new cbl assy, fo sensor extension (d012-00-1562) and completed a full system test (calibration, functionality, and safety checks), all test passed to factory specifications. No helium issues found.

Event description:
It was reported that during routine check, cardiosave intra - aortic ballon pump power cord will not go in and fiber optics connector was broken. There was no patient involved.

Manufacturer narrative:
Due to character restriction in block e1: e1 initial reporter (B)(6). Updated fields: b4, b5, b6, b7, d8, d9, d10, e3, e1 (initial reporter, event site email), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code, medical device ¿ problem code, health effect ¿ clinical code, health effect ¿ impact codes), h11.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was able to free up the power cord and tested good. Fse also found that the fiber optic connector was broken out and required replacement. He installed a new cbl assy,fo sensor extension and completed a full system test (calibration, functionality, and safety checks), all test passed to factory specifications. No helium issues found. The failure analysis and testing dept. Received part with a reported unit failure of a broken fiber optic connection port. The fat performed a visual inspection and found the part to have a damaged connection port. Probable root cause is user error. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: d9 (return to manufacture date).

Event description:
N/a.